Event description:
A customer reported to beckman coulter inc. (Bci) that creatinine results with abnormal reaction profiles were generated by au481-03e chemistry analyzer (au480 with ise) using the enzymatic creatinine reagent. No incorrect results have been released out of the laboratory upon repeat, normal reaction profiles were obtained. There was no effect to the patient treatment.

Manufacturer narrative:
The customer has been thoroughly checking every creatinine result and has repeated any samples which gave reaction profiles considered abnormal. The customer previously reported the same issue and patient samples were sent to bec for testing. No abnormalities were observed in the reaction profiles of the samples. The analyzer manufacturer, bckk in (B)(4), had recommended several hardware checks to be done at the customer site. These checks have now been completed on the au480 analyzer at the customer site but abnormal reaction profiles and incorrect creatinine results persist. The investigation at the analyzer manufacturing site, bckk in (B)(4), is currently on-going, and bckk agreed to send an engineer to the customer's site to further investigate the root cause of this issue. Note: creatinine enzymatic reagent, catalogue number osr61204, is not sold in the USA. The customer used lot 1917 which was manufactured in march 2011 and expires on 10/01/2012. The related events are reported in mdrs listed below: 2050012-2011-04388, 2050012-2011-06418, 2050012-2011-06422, 2050012-2011-06423, 2050012-2011-06421, 2050012-2011-06420, 2050012-2011-06419, 2050012-2011-07280, 2050012-2012-00056, 2050012-2012-00306, 2050012-2012-00307, 2050012-2012-00310.

Manufacturer narrative:
After close review of the data, beckman coulter identified two groups of abnormal reaction profiles: group 1 (photometric blips): these are abnormal reaction profiles with minor absorbance spikes in both primary and secondary wave length at various points in the reactions primarily after mixing at measuring points (mp) 1 and 11. When subtracted, the final reaction curve is normal. (Note: mp 1 is the measuring point in reaction sequence when the sample is added, and mp11 is when the second reagent is added to be mixed in the cuvette). Group 2 (highly abnormal reaction profiles): these have major absorption spikes which have caused incorrect results. A majority of the reaction profiles belong to group 1 and are typical for the performance of the assay. These do not represent a malfunction and will not significantly impact patient results. In many cases, repeat tests confirmed the initial results. However, the customer also identified a number of reaction curves of group 2 that are clearly abnormal and can lead to erroneous results. They are characterized by a significant increase in absorbance at measuring points 1 and 11, and the reading by a secondary wavelength makes no correction. Beckman coulter communicated these findings to the customer and is continuing investigation to determine the origin of these phenomena. Bec internal identifier for this complaint is (B)(4).

Manufacturer narrative:
This follow-up report documents the results of root cause investigation. Beckman coulter technical expert visited the site and found that the laboratory utilizes heparinized as well as clotted samples on the au480 instrument. All patient samples are centrifuged at 3,500 rpm (rotations per minute) for 15 minutes prior to analysis. The samples appeared clear. Primary sample tubes were de-capped manually and processed directly on the analyzer. No sample programming was performed on the analyzer. Through experimental verification internal studies and review of relevant literature, beckman coulter determined pre-analytical issue and poor patient sample quality to be the root cause. Per the au480 user guide section 2.1.12, sample handling: use serum or plasma that is free of blood clots. If serum or urine that is not free of clots or suspended matter is used, the probe may clog and adversely affects the analysis results. Serum and plasma specimens should be adequately centrifuged and then separated from blood cells as soon as possible, to reduce the risk of adulteration. Prior to analysis, specimens should be free from suspended matter, such as fibrin. While the system has a sophisticated clot detection mechanism, this mechanism should not solely be relied upon, carefully inspect the samples. (B)(4).

Manufacturer narrative:
After the service engineer replaced the gear pump and mixing unit, the wavy pattern in the middle of the reaction profile has not reappeared. There is also a spike remaining at the beginning of the reaction, but this has no impact on the final results. The level of concentration changes shown in the abnormal reaction profile is difficult to control with hardware. The root cause for the abnormal reaction profile is still unknown. More enzymatic creatinine reaction profiles are to be collected from other sites for further analysis. (B)(4).